Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable and contacts in the generator were checked. The end of high voltage cables were cleaned, oiled and greased. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that after a scan, the mobile view station (mvs) monitor showed "x-ray generator overloaded". There was no 3d picture on the monitor and fluoro worked fine. There was no patient present when this issue was identified.